Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch #74e1400439 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the device sample or a picture of it is not available for evaluation. Customer complaint cannot be confirmed without the sample or picture to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the physical sample becomes available, this complaint will be reopened.

Event description:
The customer alleges that upon draining the comfort flo tubing, the nicu therapist saw that the water was cloudy. No report of a patient injury or harm.